Event description:
Device used to obtain hemodynamic patient values. Balloon at tip of inserted catheter. Device failed to inflate and had blood in line indicating that balloon integrity impaired. No harm to patient.